Event description:
Liner was impacted into a 60mm pinnacle sector and liner would not seat. This procedure was repeated three (3) more times without a final seat. A pinnacle 32 +4 was then used and was seated after the first attempt.